Event description:
It was reported when using the syringe 50ml ll clear 14ga 1-1/4in, the device experienced air bubbles/ air leakage in the syringe. The following information was provided by the initial reporter. The customer stated: happened twice with the syringes of this lot number: there¿s a defect in the syringe causing the entrance of air during injection while using the electrical perfusion pump (risk of air embolism). By luck, the nurse in charge detected this on time and stop immediately the IV injection. No patient was impacted.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-07. H6: investigation summary: three syringes and photos received for investigation. Upon visual inspection of the samples and pictures received it can be observed the three of them have a damage in the barrel of the syringe. All the syringes were disassembled to examine parts separately. No defects were detected in parts by separate and no molding defects were identified. Stopper were correctly assembled in all the syringes. A device history review was performed for the reported lot 2001207 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause is associated with the assembly process, this damage, is produced in the assembly machine, before silicone station when there is a jam in the assembly process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the syringe 50ml ll clear 14ga 1-1/4in, the device experienced air bubbles/ air leakage in the syringe. The following information was provided by the initial reporter. The customer stated: happened twice with the syringes of this lot number: there¿s a defect in the syringe causing the entrance of air during injection while using the electrical perfusion pump (risk of air embolism). By luck, the nurse in charge detected this on time and stop immediately the IV injection. No patient was impacted. Aeq attached.